Manufacturer narrative:
Ortho performed retain testing, batch review, complaint review by lot, donor history, and donor complaint review. Based upon the results of this investigation, the reported customer issue was unable to be confirmed. All results were satisfactory. Sample was not returned to ortho for further investigation. (B)(4).

Event description:
Customer reports false negative reactions were achieved with cell 4 and 6 of 0.8% resolve panel a lot# vra364 exp 11/3/2020. This testing was done after the antibody screen done on the vision using 0.8% selectogen produced 2+ reaction with cell 2. All other fyb cells in the panel did react 1-2+ strong. He extended testing using 0.8% resolve panel b on the vision and all fyb positive cells reacted. Igg gel card was used and it passed qc. Customer proceeded to test the patient sample by manual gel using the same panel a and igg cards. Results were identical, negative with cell 4 and cell 6. See crossref for documentation of this issue on the vision. The sample was then sent to the reference lab where they identified the patient's anti-fyb. Antigen typing was done as part of their investigation for cell 4 and cell 6 using ortho's anti-fyb antisera. Both donors were confirmed as having the fyb antigen but the results were weak 1+. Customer requests an alternate lot of resolve panel a since he believes the fyb antigen on cells 4 and 6 are not expressed as strongly as other donors. Relevant information: issue started on: (B)(6) 2020. Number of samples affected? One. Was qc affected? No. Cell 4 donor# (B)(6). Cell 6 donor# (B)(6). Patient clinical history: no history available, this is a new patient. Product handling protocol: cassette/gel card storage temperature range: as per IFU. Cassette/gel card orientation: as per IFU. Rbc storage and handling: as per IFU. Visual appearance before use: acceptable. Discussion was provided regarding variablity of antigen strength among donors and customer expressed understanding. Econn accessed to check image and results. Vision did call the results negative. Was the vial freshly opened? Yes.